Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the patient's thoracic ipg had reached end of life and the patient lost therapy. It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken wherein the ipg was replaced. Effective therapy was established post-operatively.